Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The pump was not explanted and therefore was not available for analysis. A direct correlation between the device and the reported infection, sepsis, and subsequent patient outcome could not be determined through this evaluation. The heartmate ii lvas IFU lists pump pocket infection and sepsis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records, including the sterilization and packaging documentation, showed no deviations from manufacturing or qa specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 due to sepsis. The patient had a pump pocket infection and was status-post incision and drainage and reconstruction of an open lvad pump pocket site with a pedicled rectus abdominis flap, local tissue rearrangement, and split-thickness skin graft from the right thigh on (B)(6) 2016. It was reported that a wound vac was in place and there was minimal surrounding erythema. The flap appeared to be healthy and unlikely the source of infection. The patient also had persistent enterococcus faecalis and coagulase negative staphylococcus bacteremia. The patient decided to transition to palliative hospice care. The patient expired on (B)(6) 2016. No additional information was provided.